Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury and has not been previously reported as a serious injury. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Our investigation is ongoing and we await receipt of the product for analysis. Upon completion of the investigation, a final report will be submitted.

Event description:
It was reported when opening cement powder package prior to case, packaging tore while opening rendering it unsterile. No adverse events have been reported as a result of this malfunction.